Event description:
It was reported the device turned off by itself while on a patient. The patient was clinically dead for 20 seconds, according to staff. The patient was reported to be ok following the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.